Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer called in to report that after having surgery their blood glucose levels were high. The customer's blood glucose level was 408 mg/dl. The customer performed the high pressure test and it passed. The customer was informed that the device was functioning correctly. Nothing was replaced or returned.